Event description:
Patient contacted depuy/broadspire as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised. Revision operative report indicated that there was a small soft tissue reaction about the right acetabulum with less than a 5 cm pseudotumor soft tissue mass. There was some corrosion at the tapered trunnion junction. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information and doi dor for both the left and right hips. Patient is bilateral. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.